Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: b5; d5. Visual evaluation of the provided photo found the sterile packaging exhibits damage visually consistent with thermal damage. Sterility breach cannot be determined with the provided photo. Medical records were not provided. The root cause can be attributed to a manufacturing issue. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the outer cup package was severely deformed. When the surgeon attempted to use the ve bipolar cup 44 mm, it was noted that the cup packaging was significantly deformed, and the liner packaging was also affected. The outer cup was extremely difficult to remove; the surgeon had to use a scalpel and improvise to extract the component and proceed with implantation. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The outer cup package was severely deformed. When the surgeon attempted to use the ve bipolar cup 44 mm, it was noted that the cup packaging was significantly deformed, and the liner packaging was also affected. The outer cup was extremely difficult to remove; the surgeon had to use a scalpel and improvise to extract the component and proceed with implantation.